Manufacturer narrative:
Programmer, patient model 8835 serial# (B)(4) implanted: na, explanted: na. Catheter model 8709sc, serial# (B)(4), implanted: 2009 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Volume discrepancy was reported. It was noted that at routine refill the expected residual (erv) volume was 20ml and the actual residual volume (arv) was 18.5ml. Needle placement was confirmed via fluoroscopy, new volume of 20cc injected. A "couple of hours later" the patient called the healthcare provider (hcp) office stating he was dizzy, "high," and tired. The patient returned to the clinic and was re-evaluated by hcp, only 18.5cc of medication was in reservoir. The patient was then moved to a recovery room and he experienced same symptoms as before. He was taken again to a procedure room, the pump was re-examined, that time showing 17.5cc in volume left. The patient had overdose symptoms and altered mental status. The pump was replaced (B)(6) 2013. It was noted there was no patient injury and status after device was removed was recovered without sequelae. The device system was used to infuse infumorph.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.